Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was no malfunction of the drawer. The field service engineer conducted tests on the drawer and pockets within the application, as well as inspected for any debris or problems with the latch; however, no issues were identified. The system functioned as intended after the field service engineer checked the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer did not function as intended. The customer reported that the user attempted to retrieve the drawer while dispensing medication to the patient; however, they were unable to restore its functionality. This resulted in a delay, preventing the timely delivery of the medications. There were no adverse events or injuries reported based on this incident.